Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was not in an ideal position. The physician switched the wds out for a new 24mm wds. The new closure device was then successfully implanted in the laa of the patient. Post procedure in recovery the patient was experiencing blurry vision. The physician suspected the patient experienced a mild cerebral vascular accident. The patient was discharged to rehabilitation the next day and is expected to make a full recovery from this event.